Event description:
It was reported that the patient presented for a routine follow-up. Upon device interrogation, the left ventricular lead exhibited high impedance and high capture thresholds. During output reprogramming, the patient experienced phrenic nerve stimulation. The device was reprogrammed to a different vector, which resolved the lead issues and the phrenic nerve stimulation. The patient was in good condition after the event.